Event description:
It was reported that the patient once accidentally left the implantable neurostimulator (ins) on when he was driving and what happened was exactly what was stated in the patient manual regarding driving with the ins on. The patient thought due to the electrical current, his foot twisted and stuck to the floor and the patient was paralyzed for a minute and the patient could not move. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. [Pp issue captured in (B)(4).]

Manufacturer narrative:
Concomitant medical products: product ID 97791, lot# n494033, implanted: (B)(6) 2015, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).